Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37702, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type implantable neurostimulator; product ID 37744q, serial # (B)(4), product type programmer, patient; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type extension; product ID 3888q33, lot # va0de44, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type lead; product ID 3888q33, lot # va0d8d6, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type lead; product ID 8840, serial # unknown, product type programmer, physician; product ID 37702, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type implantable neurostimulator; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type extension. (B)(4). Analysis of the lead serial number (B)(4) found that the lead body conductor was broken within 10 cm of connector area. The # 13 connector was broken 2.8 cm from the proximal end. There were no shorts between the wires.

Event description:
It was reported contact 7 was out of the impedance range of <(><<)>10 ,000 ohms. They could not test at higher amplitude due to patient discomfort during the test. They were able to program around contact 7. No action was taken and no diagnostic methods occurred. Etiology of the lead was not related to the implant procedure. There were no signs or symptoms and the outcome was ongoing with no further action needed. Additional information received reported that the impedances that were out of range had value of >10,000 ohms and not <(><<)>10,000 ohms as previously reported. If additional information is received, a follow up report will be sent. Relevant medical history included: spinal pain, failed back surgery syndrome.